Manufacturer narrative:
Concomitant medical product(s): product ID: 97702, serial# (B)(4), implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. See manufacturer¿s report #3004209178-2020-06793 regarding the planned pocket revision that will take place at the time of the lead replacement.¿ if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that lead revision was planned.

Manufacturer narrative:
Continuation of d11: product ID: 97702, serial# (B)(6), implanted: (B)(6) 2020, product type: implantable neurostimulator. Product ID: 39565-30, serial# (B)(6), implanted: (B)(6) 2009, product type: lead. Product ID: 39565-30, serial# (B)(6), implanted: (B)(6) 2009, product type: lead. H3. Analysis of the implantable neurostimulator (ins) (B)(6) found the stimulator battery to be at normal end of life and telemetry and output was ok. H6: the conclusion code 11 no longer applies. The results code 3233 no longer applies. The conclusion code 4118 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the high impedances and red connectivity was not determined. At the patient's follow up appointment, their impedances on (B)(6) are still over 10k ohms, except for electrode 11. The patient was reprogrammed using the other electrode. No further information was reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-30, serial# :unknown, product type: lead, product ID: 39565-30, serial#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that during a case for explant for a normal battery depletion, the rep was seeing all red connectivity and all impedances were at 10 ,000 ohms. The healthcare professional (hcp) already removed, wiped down and re-inserted the lead into a new implantable neurostimulator (ins) and was still seeing greater than 10,000 ohms. The rep tried ¿stimming¿ the patient to see if the values go down, but they didn¿t. It was then suggested that the rep should try the impedance test at 1.5v versus default of 0.7v to see if numbers changed, but the rep only saw 20,000 ohms on readings along with red connectivity. After removing the extensions once more, wiping down and reinserting and retest, the impedances were still greater than 20,000 ohms. The possibilities of the extensions being out were discussed and replacing them were considered. It was later reported that electrodes 0-7 cleared up with impedances within normal limits and electrodes 8-15 remained greater than 10,000 ohms. There were no further complications reported or anticipated.